Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) on 2018-apr-23 regarding a patient receiving baclofen (dose and concentration unknown) via an implanted infusion pump. The indication for use was unknown. It was reported that the patient had two failed pump replacement attempts due to infection, resulting in device explant. The hcp learned of this in approximately (B)(6) 2017 and the patient's care was managed by another hcp. No further complications were reported or anticipated.